Event description:
Customer rpeorted that a blake drain broke during removal. The pt was returned to surgery for fragment excision. No further information was provided.

Manufacturer narrative:
H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.